Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device needed to be calibrated and preventive maintenance (pm) right after. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine why the customer wanted to know why he was still getting the calibration error when he completed the pm. Technical support - test equipment manufacturer model/part number application extension set with pressure disc, small bore carefusion 10014917 pressure test gauge, digital pressure (peak hold) either of the following: heise (www.heise.com) ashcroft (www.ashcroft.com) pte-1 (accuracy from 0.1 to 0.025% span) 2089, 2086, or 2084 (accuracy from ±0.05%, 0.10%, or 0.25% of span) or an equivalent gauge with: (a) unit of measure in mmhg and psi (b) accuracy of ±1% of reading (c) range of 0- pressure test/calibration gauge, syringe height carefusion 148181-100 plunger position calibration/ verification kit, calibration tools * carefusion 10010692 all tools required for calibration and verification kit, force sensor carefusion 10010691 force sensor calibration/ verification kit, syringe sizer and height gauge carefusion 148182-100 plunger position/barrel size calibration/verification kit, syringe sizer gauge carefusion 148180-100 barrel size calibration/ verification tubing, silicone mcmaster-carr (www.mcmaster.com) 9628t18 or equivalent pressure test valve, 3-way carefusion 394910 or equivalent note: only sold in case lots pressure test * to check the spring cartridge verification, preload the cartridge with 0.50 ±0.05 lb. Measure the deflection from the preload point after adding 19.5 lb additional load (20 ±0.05 lb total). Acceptable deflection is within 0.891-0.940 inches. Use of instron or equivalent is recommended. No calibration is required on the spring force tool or any of the calibration kit items for the pca module and the syringe module. In the connected devices pane, click the syringe module to be tested. Double-click preventive maintenance in the tasks list to begin testing immediately. Follow the instructions on the screen for each test. Instrument inspection: a. If the test fails, click abort selected tasks to discontinue testing. Correct the failure(s) before continuing with the tests. Binary switches: the binary switches test verifies that the buttons and switches on the syringe module are open/closed, on/off, pushed/not pushed, and so on. Pressure disc accuracy: set up the syringe module for the pressure test. Barrel clamp accuracy: plunger force accuracy: caution to avoid damage to the plunger header, ensure that the plunger header is not attached to the calibration fixture. Caution to avoid instrument damage, do not move the plunger head during this test. Plunger position accuracy: simultaneous display: if the test is to be run continuously, select run test in continuous mode. Note: "sandwiching"¿the module being tested is connected between the alaris pc unit and another module. If the sound is weak, check the audio volume setting (refer to user manual for applicable alaris system). Keypad: press each key once. Set pm reminder date: the next maintenance reminder date defaults to 12 months. The reminder can be set to an earlier date, but it cannot be set to a date past the 12-month default. Note: all accuracy verification tasks must pass before the connected syringe module can be used to perform an infusion. A review of the device history record for (B)(6) was performed from date of manufacture 07/17/2013 to present date 11/25/2020, and note that this device has been returned for service twice which correlates to the customer reported issue. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.

Event description:
It was reported that the device needed to be calibrated and preventive maintenance (pm) right after. Customer was getting the calibration error when he completed the pm. There was no patient involvement.